Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an air in line alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The air in line alarm was identified during functional testing. The cause of the condition was determined to be a damaged air sensor. To correct the condition, the air sensor assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.